Event description:
During a routine device replacement procedure, it was noted there was a lead insulation abrasion on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were noted. The rv lead was repaired to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing.